Manufacturer narrative:
(B)(4). Did the surgeon attempt to manually open the jaws with his fingers? Unknown if no: was the device on a vessel/artery when it would not open? Unknown. If yes, how was the device removed? (I.e. Cut off, forced opened) unknown. If cut off, did this cause a change in the plan of care for the patient? Unknown . Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, they opened a new device the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the jaws wouldn't close all of the way and the other device wouldn't open or close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.